Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department requested the pt's medical records but they have not yet been received. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. A supplemental medwatch report will be submitted upon final review of medical records by the post market surveillance department should the records be received.

Event description:
A continuous cycling peritoneal dialysis (ccpd) nurse called technical support and stated that on (B)(6) 2015 while the pt was in treatment, the pt experienced left arm pain before a myocardial infarction and a seizure. She continued saying that the pt had two more myocardial infarctions while in the ambulance on the way to the hospital and noted that the pt had a history of having seizures. The pt passed away on (B)(6) 2015 after she was taken of the ventilator. Upon follow up with the pt's pd nurse, she confirmed that the pt did experience a myocardial infarction during treatment on (B)(6) 2014 and subsequently expired. She added that this heart issue is an ongoing chronic problem which is unrelated to the pd therapy and any fresenius product. The sole reason the pt was with the pd program was because her injection fraction (if) was too low to support hemodialysis. While in the hospital, the pt was assisted with life support systems until a family decision was reached how to proceed. The pt did not dialyze in the hospital. It was decided to remove the pt from life support at which time she subsequently expired, (B)(6) 2015. Pt medical records were requested but not yet received.